Event description:
Product analysis was completed on the explanted generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.719 volts (ifi range 2.41v - 2.74v) as measured shows an intensified follow-up indicator (ifi)=yes condition. The data in the diagaccumconsumed memory locations revealed that 90.660% of the battery had been consumed.

Event description:
Clinic notes for the patient were received in which it was indicated they were having a slight increase in seizures frequency. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Patients generator was explanted and received by the manufacturer. Product analysis has not been completed on the explanted generator to date.